Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller stated for about a week then maybe about 2 weeks, patient (pt) had been feeling like the stimulation was turning itself off after about 20 minutes. Caller states they had to connect to the ins turn stim of then back on in order for pt to get any pain relief. While on the call, caller was able to confirm stim is currently showing as on. Pt stated she was currently able to feel stim but couldn't prior to caller connecting to the ins. Caller confirmed pt was on group (B)(6) and neuro sensing was on. Pt states she has had no falls or trauma. Agent reviewed programming and redirected to doctor.